Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2021) is considered to be the best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2022. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2022 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with implant of perfix plug. Per operative notes, ¿an incision was made into the right inguinal floor. The external oblique fascia was then opened sharply. There was significant amount of scar tissue was dissected out. The hernia sac was removed. A medium-size perfix plug was placed into the right inguinal region and secured it with sutures.¿ (B)(6) 2022 ¿ patient was diagnosed with recurrent right inguinal hernia, scar tissue, adhesion, underwent open repair with implant of synthetic mesh. Per operative notes, ¿an incision was made over the right inguinal floor. There was significant amount of scar tissue which was carefully dissected out. A large hernia sac was protruding and adherent to the cord structures which were carefully dissected out. The hernia sac was dissected out. A synthetic mesh was placed into the right inguinal region and secured it with sutures.¿

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2022. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Device not returned.